Event description:
The dentist reported that patient was at healing abutment stage, and he bit down and fractured his jaw causing loss of the implant. The dentist reported he will let the area heal and replace implant. The jaw fractured at implant site. Follow up revealed that it was a hairline fracture with no displacement. Bone fractured lingual and the plate was very thin. No wiring or plate required.

Manufacturer narrative:
Visual inspection of the returned implant with healing abutment attached, intact. Some scratching damage was noted to the top of the healing abutment. The device history review performed did not identify any manufacturing deviations which would cause or contribute to this event. The complaint could not be verified. A definitive route cause could not be determined. UDI #: (B)(4).